Event description:
It was reported that the atrial lead showed insulation damage and coil fracture due to subclavian crush syndrome approx. 29 months after implantation. The lead was explanted and replaced.

Manufacturer narrative:
In the returned state, the lead had been cut through 13 cm distal of the is-1 connector pin, and outer conductor helix and insulation were fractured 25.5 cm proximal of the electrode tip. A proximal, a medial, and a distal lead fragment were available for analysis, and a 5 cm long, capped inner conductor helix was also returned. The returned fragments were thoroughly analyzed. The visual analysis of the lead fragments detected that the insulation of the lead body was massively damaged by squashing about 25.5 cm proximal of the electrode tip. The outer conductor helix was fractured at this site. This damage pattern is with high probability to be regarded as the cause of the clinical complaint. Position and characteristics of the damage (squashing of the lead body) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, the inspection found cuts 30 cm proximal of the electrode tip, deformations of the outer conductor helix 24 cm to 18 cm proximal of the electrode tip, and a stretched fixation, which are probably a result of the extraction procedure. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.